Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that edema appeared at the application sites the night of injection with juvéderm¿ volift¿. Hyaluronidase, corticoid, local and oral antibiotic provided as treatment. Allergan medical professional reports that "it really seems like an impetigo," but there is "something that the physician did not tell us or does not know how to see." The lesion seems to have a long evolution and appeared 4 hours after the application of juvéderm¿ volift¿. Physician does not know how to handle antibiotics, use hyaluronidase, but used it as advised by a colleague (using a very rare dilution), physician claims to not understand the consensus of the event as it is in portuguese. Event described as "strange." Physician struggled to pronounce "cefalexina."

Manufacturer narrative:
Additional data: b.2, b.5, b.6, b.7, section c, d.1, d.4, d.11, g.1, h.4, h.6, h.8 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
1 ml of juvéderm¿ volift¿ with lidocaine injected into the nasolabial fold. Symptoms occurred at the same location. When asked if symptoms have resolved, physician replies with ¿a scar remained.¿